Event description:
The tps micro driver was received by a stryker foreign subsidiary. Upon evaluation, it was noted that it ran on safe mode. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of running in safe mode was duplicated, and the technician noted a damaged printed circuit board (pcb) which can cause this failure.

Event description:
The tps micro driver was received by a stryker foreign subsidiary. Upon evaluation, it was noted that it ran on safe mode. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet received for investigation.